Event description:
Patient presented to the physician with migration of the ipg within the pocket, resulting in pain. Physician brought the patient into the or and found both leads twisted and crimped, and the patient was diagnosed as a twiddler. Physician removed the ipg, implanted a newer ipg model, sutured, and closed. The existing sensing lead was abandoned as it is not used with the new ipg model.